Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. A visual inspection reported that the outer casing was broken. The functional evaluation found that the device could not maintain pressure, establishing a relationship between the device and the reported event. The root cause was identified as a defective vacuum motor. Additionally, the device failed to charge due to a depleted battery. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that, renasys touch device housing is damaged, battery is defective and the device cannot generate or control the negative pressure due to a defective vacummotor. No patient harmed, and no injury reported because this was found during service and repair.